Manufacturer narrative:
Concomitant medical products: evolutr-29-us valve implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with shortness of breath and ventricular tachycardia (vt). The patient¿s heart rate met the rate criteria for the implantable cardioverter defibrillator¿s (ICD) vt monitor zone but there were no recorded episode. The device remains in use. No further patient complications have been reported as a result of this event.